Event description:
A description of the adverse event occurred during the eye operation was sent by the consultant ophthalmologist. In detail, it was reported that the pt had a standard temporal 2.5 mm three step incision with a diamond keratome. The capsulorhexis was performed using healon which was then exchanged, after the hydro-dissection, to healon 5 with the aim of protecting the pt's cornea in anticipation of a dense cataract. The probe was placed within the eye and it was noticed on the first groove that the particles of lens matter had not been cleared. The vacuum was firstly increased from 30 mm hg to 100 mm hg and then till 175 mm hg but no clearing of the tube was obtained. The probe was removed from the eye and at that time it was noticed the presence of a severe corneal burn. This kind of complication occurred for the first time in his career to the physician and he realized that if there is no aspiration and, therefore, no fluid flow within the eye, the needle will heat up. The iris was prolapsing out of the burnt temporal incision and it was not possible to continue the cataract surgery from that point. Thus, a new incision was done with the aim of continuing the cataract surgery. Unfortunately, the pt was becoming increasingly agitated and a shortness of breath due to asthma occurred. Thus, it was necessary to stop the surgical operation, to sit the pt up and to give the pt an inhaler. Then, the pt felt able to continue and thus the rest of the nuclear was removed through an incision previously done. The soft lens matter was aspirated and a lens was placed in the capsular bag. Three sutures were put through the temporal corneal incision previously done. The soft lens mater was aspirated and a lens was placed in the capsular bag. Three sutures were put through the temporal corneal incision but despite this, it was not possible to deepen the anterior chamber. The pt could not tolerate any more surgery due to their agitation and breathlessness and, therefore, the surgical operation was stopped after having filled the anterior chamber with vancomycin.

Event description:
Follow-up (april 2001): the consultant ophthalmologist commented as follows: the reporting pharmacist investigated the problems of using healon 5 with the millenium. The consultant ophthalmologist reported, that if the anterior chamber is fill with standard healon for capsulorhexis and then after hydrodissection refill the anterior chamber with healon 5, problems will occur. Surgeons who do not know about creating a cave within the visco-elastic, as most do not, it is likely that a dangerous outcome will occur. He reported that, when he repeated this use of visco-elastic, he needed to reach a vacuum of 400mm before the healon 5 could be removed. The consultant ophthalmologist commented, that the product must be re-labelled and that a warning must be given to all user of storz millenium that there is a severe danger of using healon 5 in this way.

Event description:
A consultant ophthalmologist reported a case regarding a pt who underwent a cataract operation in which a new phaco-emulsification machine was used. On the day of the procedure, during the operation, the phaco machine was blocked so that no fluid could flow through the system. As a result, the tip of the machine became very hot and it burned the pt's cornea. In the past, the dr had used healon in other machines without any problem. At the time of the report, the pt had not recovered yet. No further info has been provided. Follow-up info received by email, on 4/12/2001: batch number: am59759, expiry date: 11/2001.